Event description:
Initial report from the customer indicated a tpn infusion completing early for two days. The customer reported that the 14-hour tpn infusion completed 30-45 minutes before it was expected to be done. In review of the pump history, based on the pump's allowable percent of error and the protocol and volumes reported by the customer, the device performed within delivery accuracy specs. There was no reported adverse pt event. In mfg testing of the device, it was found that the pump under-delivered.